Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 339 (mg/dl). Reportedly, customer experienced these elevated bg levels prior to beginning tandem pump therapy 2 days ago due to an unspecified infection, and continued to experienced them after starting the pump. Customer stated that they are currently being treated with antibiotics. Customer changed their pump supplies and administered a correction bolus to treat their bg levels; however, their bg levels remained elevated. System check with tandem technical revealed that the customer's settings had recently been changed, and that they customer had only administered one bolus on (B)(6) 2016. System check indicated that pump was performing as intended. Customer was educated on the importance of administering boluses after eating meals, and tandem technical support assisted the customer with delivering a correction bolus. Customer reported that their bg levels had returned to target range. Recommendation was made to consult with health care provider to discuss pump settings and diabetes management.